Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-00074. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient's representative reported "rupture" on left side. Device has been explanted.